Event description:
It was reported that during an unspecified urological procedure, the tip was defective. A 038" ptfe stiff bodied guide wire had been selected for use in an unspecified procedure. At an unspecified time, during the procedure, it was discovered the tip was "defective". The procedure was completed with another of the same device. There were no patient complications reported. Despite multiple attempts to obtain additional information, no information has been received.